Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized due to high blood glucose. The blood glucose reading was up to 600 mg/dl and was 280 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of the event but was removed at the hospital. She experienced symptoms of nausea and vomiting. It was advised that the customer call back for troubleshooting. The customer reported via telephone call that the hospitalization was due to the flu. No issues were noted with the insulin pump during troubleshooting but the customer requested a new insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.